Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report from (B)(6) with follow up information from a pd nurse of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date in 2011, the patient experienced a possible break in her technique. The patient reported that she is being retrained. The reporter did not provide an opinion of causality. On (B)(6) 2011 follow up information was received from the pd nurse. The event of peritonitis, unspecified, was amended to peritonitis with (B)(6). The events of vision problems and patient made mistake/touch contamination were added. This report is now medically confirmed. The nurse reported the following. On an unreported date, the patient was having vision problems and the clinic assumes she made a possible mistake/touch contamination. The clinic has re-educated the patient and her spouse. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the event of vision problems was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal therapy and did not provide an opinion of causality for the events of vision problems and patient made mistake/touch contamination.